Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for device interrogation. Right ventricular lead noise was discovered. Noise did not result in any inappropriate therapy, and no externalization was present on the lead. The lead was explanted and replaced. Patient was in good condition following the procedure.